Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance and high defibrillation impedance. A fluoroscopy was performed and revealed no anomalies. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.